Event description:
Event: the device was unable to cross. Was there any appearance abnormality before use? Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,); shaping; event; the device was unable to cross. Was there any appearance abnormality before use?; no where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,); inside the guiding catheter. Shaping; no. Physician comments: patient outcome: no patient injury. Infected: unknown. Generator/controller: yes, able to use the device farastar. Ablation catheter used: yes, able to use the device qdot. Other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) warnings section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.

Event description:
Event; the device was unable to cross. Was there any appearance abnormality before use?; where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,). Shaping; event; the device was unable to cross. Was there any appearance abnormality before use?; no. Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,); inside the guiding catheter. Shaping; no. Physician comments: patient outcome: no patient injury. Infected: unknown. Generator/controller: yes, able to use the device farastar. Ablation catheter used: yes, able to use the device qdot. Other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, ribbon, and core. The ribbon and coil are welded in the distal end, and the ribbon, coil and core are welded in the proximal end. There was an open coil on the j at approximately 0.6cm from the distal tip. The guidewire returned with two offsets approximately 1.3cm and 1.9cm from the distal tip. Microscopic examination of the guidewire's distal weld and proximal weld did not reveal any anomalies. Both welds were intact. A fingerpull test was performed on the returned guidewire and passed. No other damage was noted on the returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The classification as reported is: "functional: advancing issue", however upon inspection the classification as investigated is: "functional: stretched/open coils". Based on the information provided by the supporting documentation, "difficult patient anatomy", "device interaction", "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.